Event description:
It was reported that during lab/demo lead screw nut was broken. No patient involved.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual inspection was performed, which confirmed the reported event. Visual inspection confirmed that the snap lock nut was broken. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 268 similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.